Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels over a duration of 2 days (B)(6) 2015). Low bg levels were in the range of 55-60s mg/dl and were treated by consuming apple juice and cereal. High bgs were about 410 mg/dl and were treated by administering a bolus using the pump. No issues were found during troubleshooting for low bgs, however the customer declined to troubleshoot elevated bgs. Bg levels were at 270 mg/dl at the time of the call. Recommendation was made to consult with a healthcare provider.